Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported patient's site irritation requiring treatment. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that she had an allergic reaction to the adhesive while wearing the pod longer than 48 hours. The adhesive left the skin hot, itchy, red, and scared. The patient's healthcare provider prescribed betamethasone cream to treat the skin irritation.